Event description:
It was reported that on literature review "low dislocation rates achieved when using dual mobility cup hip implants for femur neck fractures", one (1) patient who underwent primary implantation with a thr system including a dual mobility polarcup to treat a femoral neck fracture, experienced a postoperative deep wound infection and ended up requiring a two-stage revision surgery within the first postoperative year. The outcome of this patient is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Erasmus, l. J., fourie, f. F., & van der merwe, j. F. (2020). Low dislocation rates achieved when using dual mobility cup hip implants for femur neck fractures. Sa orthopaedic journal, 19(2), 70-73. Doi: doi.org/10.17159/2309-8309/2020/v19n2a2.

Manufacturer narrative:
H3, h6: it was reported that on literature review "low dislocation rates achieved when using dual mobility cup hip implants for femur neck fractures", one (1) patient who underwent primary implantation with a thr system including a dual mobility polarcup to treat a femoral neck fracture, experienced a postoperative deep wound infection and ended up requiring a two-stage revision surgery within the first postoperative year. The outcome of this patient is not known. No further information is available. The complaint devices, used in treatment, were not received for investigation, a visual inspection could not be performed. The part and the batch number of the devices are not known. Therefore, the batch record review could not be performed. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. The device labeling was reviewed, the IFU for the complaint device (lit.no. 12.23, ed. 03/21) stated possible side effect such as hip fracture and infection resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. Due to insufficient information, it is not possible to perform a review of past corrective actions. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: erasmus, lj, fourie, ff, & van der merwe, jf. (2020). Low dislocation rates achieved when using dual mobility cup hip implants for femur neck fractures. Sa orthopaedic journal, 19(2), 70-73. Https://dx.doi.org/10.17159/2309-8309/2020/v19n2a2.